Event description:
The account communicated that when the patient changed the power from batteries to pm, the red heart alarm was on. The patient was then rushed to the hospital. Log file review suspected short to shield. Doctors decided to change the pump. No additional information was reported.

Manufacturer narrative:
Evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported pump stops. (B)(4) was returned assembled with the driveline cut approximately 3 inches from the pump housing, and the distal segment measuring approximately 34 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump. Evaluation of the blood contacting surfaces of (B)(4) revealed no evidence of adhered depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone sleeve, bionate layer, and metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination in addition to hipot testing revealed breaches to the insulation of the orange, yellow, and green wires on the proximal portion of the driveline approximately 2.25 inches from the pump housing, as well as breaches to the insulation of the orange, yellow, and green wires on the distal portion of the driveline approximately 3.5 inches from the pump housing. The yellow and green wires redundantly support motor phase one, and the orange wire redundantly supports motor phase three. The observed wire insulation damage in all areas of the driveline appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portions of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stoppage while the patient was operating on 14v batteries, which was confirmed through evaluation of the submitted log file, would have resulted from a phase to phase short if the exposed conductors of any of the wires from different phases made contact with each other or simultaneous contact with the metal braided shield. A phase to phase short can occur while the patient is supported by any external power source, including 14v batteries. Although it was not observed within the submitted log file, additional information indicated that the patient had further red heart alarms while connected to their power module. If any of the exposed conductors made contact with the metal braided shield while the patient was operating on their power module, a short to shield would have occurred. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device ¿ 3 years 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (b)(46 2016. It was reported that the patient experienced a pump stop while connected to the batteries. The patient had no symptoms from this event but was admitted to the hospital. The patient¿s pump was exchanged due to a suspected driveline fracture on (B)(6) 2019. The pump was submitted for analysis. No additional information was reported.